Event description:
Customer reportedly obtained results of 100mg/dl, 97mg/dl, and 428mg/dl on the compact sys within 10 mins. Customer ate candy in response to symptoms and results. No adverse event reported. Requested return of suspect sys and replacement was sent.